Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported during a maude review, that an ar-13995n scorpion needle broke during a procedure on (B)(6) 2021. The surgeon used x-ray in two views but no foreign object was seen. The surgeon believes the broken fragment was suctioned into the neptune suction machine.